Manufacturer narrative:
Additional information was received that the physician believed that the suspected infection was not device related. It was noted that antibiotics were used both in intraoperative and postoperative procedure.

Event description:
A report was received that the patient's incision had opened and an infection was suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the sc-1132 sn: (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient's incision had opened and an infection was suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.